Manufacturer narrative:
A customer alleged generating discrepant results for target 2 in 12 samples testing in a cobas®sars-cov-2 test (m/n: 09175431190, b/n: g11392). The affiliate mentioned through the case that upon retest of the 12 samples, the customer generated non-reactive results for both targets 1 and 2. No harm was alleged. An investigation did not identify any product problem. The samples appear to be at or near the limit of detection, as such the product is working as expected. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged generating discrepant results for target 2 in 12 samples testing in a cobas®sars-cov-2 test (m/n: 09175431190, b/n: g11392). The affiliate mentioned through the case that upon retest of the 12 samples, the customer generated non-reactive results for both targets 1 and 2. No harm was alleged. Although requested, there is no information currently available regarding sample collection, preparation and handling. Given the late CT generated by all of the alleged samples, they appear to be at or near the limit of detection (lod) of the test. Note that when samples are near or at the lod wavering results may be generated. Given this information, the product can be said to be working as expected and there is no product problem.